Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient had a driveline outer sheath damage less than 5 mm from the skin, thus, using self-fusing tape was considered inappropriate, as it is limited to a repair region 25 mm away from the velour or exit site. Instead the site performed a repair using a biocompatible material. A highly distensible medical grade latex tubing was used to cover the damaged portion of the driveline cable. A slight inflammation was observed before the procedure around the cable entrance and later disappeared over a week following the procedure. The patient is fully ambulant at home and is doing well. The driveline cable was not returned to the manufacturer for evaluation as it remained implanted. The serial number of the driveline cable is unknown, even after several attempts to obtain it, thus DHR review could not be performed. The most probable root cause of the reported event may be attributed to excessive driveline damage and degradation at the exit site. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) this (B)(6) patient (male, (B)(6)) presented with a fracture of the driveline, probably caused by torsion of the cable in daily handling of the battery pack about 120 days after implantation of the left ventricular assist device (lvad). During the implant, the cable exit site had been positioned at the right upper abdomen with the velour part of the driveline positioned just beneath the skin surface. The lesion had a length of approximately 15 mm, causing a flap around half of the diameter, with a distance to the skin of less than 5 mm. No alarms about electrical problems were detected. The driveline damage was less than 5 mm to the skin, thus, using self-fusing tape was considered out of the scope of the manufacturer's specification, as it is limited to a repair region 25 mm away from the velour or exit site. The site opted to perform an off label repair and publish their findings. All complaint/procedure details were obtained from the publication. A biocompatible material, a highly distensible medical grade latex tubing, was used to cover the damaged portion of the driveline cable. The pump was only off for about 20 seconds to slide the tubing on the driveline cable using a three-pin gripper. After driveline repair, the pump was restarted at the same speed. Hemodynamics remained unchanged after the procedure (pump flow 6.6 l/min before vs. 6.4 l/min after the procedure; blood pressure 75 mm hg unchanged; heart rate 78 bpm unchanged). The slight inflammation observed before the procedure around the cable entrance disappeared over a week following the procedure. Five months after the procedure the repaired site remained stable and in optimal condition. The patient is fully ambulant at home and is doing well.